Event description:
A medtronic representative reported that, while in a cranial procedure, the site was unable to find registration following the merge. The second exam was merged with the registered exam. The site was unable to get back to navigate using the merged exams. In trouble-shooting, when asked if they encountered any error messages, the nurse said the surgeon performed the merge. Sje was asked tp re-select the registration exam, however as unsuccessful. The surgeon opted to discontinue the use of navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Engineering analysis of software log files found that the application lost contact with the camera for a very extended period of time. This error message is sent approximately once every nine seconds, so the size of the file suggests that the system had been in navigate when the camera became unresponsive, and had been there most likely overnight. This would be consistent with leaving the central processing unit rack on while turning the rest of the i7 room off at the end of the day, and then starting another case without leaving the application. Unable to determine why the site was unable to find their registration after the exam merge from available information.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. No files or logs have been returned to manufacturer for evaluation. Unable to confirm complaint. Software investigation not conducted at the time of this report.